Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens implanted.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her left eye (os) on (B)(6) 2013. The patient reported experiencing glare around dim lights or at night. The facility reported the event was caused by the patient's pupil expanding larger than the optical zone. The event is ongoing and the patient is taking alphagan drops to decrease pupil size. The facility reported the patient has difficulty driving. The icl remains implanted. The patient's corrected va was 20/25.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly patient is experiencing subjective visual disturbances (severe glare around dim lights or at night) following icl implantation. According to the report from the implanting surgeon the most likely cause of the event/reported symptoms was patient related factor (pupil expands larger than the optical zone). Lens remains implanted. Alphagan was prescribed off-label to decrease the size of the pupil. The most current uva is 20/25. Visual disturbances have been identified as potential complications after icl implantation. The optical diameter of the icl ranges from 4.9 mm to 5.8 mm and the precautions section of the dfu instructs physicians that "prior to surgery, the surgeon must provide prospective patients with a copy of the patient information booklet for this product and inform these patients of the possible benefits and complications associated with the use of this device". It further precautions that "the effect of pupil size on visual symptoms is not known". The dfu indicates the "smaller the optic diameter, the greater the incidence of subjective patient symptoms". Although there is insufficient evidence to conclude that the optical diameter was in fact the definitive root cause of this reported event, the surgeon concludes that the pupil diameter enlarges beyond the optical diameter as the cause of the symptom. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).